Event description:
It was reported during a removal surgery, the surgeon broke the driver tip. The surgeon was unable to remove the screw, therefore the screw and plate were left in the patient. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00296 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch lot number of the screw is unknown.